Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt's aunt reported pt was hospitalized on (B)(6) 2010 for elevated blood glucose. Aunt does not have any further info. Several attempts to contact pt were unsuccessful. No product return was requested.